Manufacturer narrative:
Please note the correction to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent an open reduction and internal fixation surgery to repair a left intertrochanteric subtrochanteric femur fracture on (B)(6) 2011, in which a stryker omega 3 dhs long plate and screws were used. It is furthered alleged the patient experienced ¿a variety of symptoms of metallosis, namely, debilitating pain in her left hip and leg.¿ requiring revision surgery on (B)(6) 2023.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent an open reduction and internal fixation surgery to repair a left intertrochanteric subtrochanteric femur fracture on (B)(6) 2011, in which a stryker omega 3 dhs long plate and screws were used. It is furthered alleged the patient experienced ¿a variety of symptoms of metallosis, namely, debilitating pain in her left hip and leg.¿ requiring revision surgery on (B)(6) 2023.